Event description:
It was reported that the device was explanted after implant duration of approximately 108.27 months, due to severe prosthetic mitral valve stenosis. Per the operative report, "the mitral valve was approached through a transseptal approach, after opening the interatrial septum as well as the roof of the left atrium. The prosthetic mitral valve was visualized. It was markedly stenoses. Very carefully, the whole valve was explanted."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required.